Event description:
It was reported that the patient fell after programming. The patient was programmed by the healthcare professional (hcp) on (B)(6) 2013. The patient¿s family member reported that they fell later that night while walking to their car after shooting pool. The family member believed the implantable neurostimulator (ins) was responsible for the patient¿s fall. It was reported that the fall was caused by the stimulation. It was noted that hospitalization was required as a result of the event. The patient had a broken humerus and broken ribs. The patient¿s status was alive with injury. Diagnostics included impedance testing and impedance was normal before and after the fall. It was further reported that the caller stated the patient had the ins therapy ¿installed¿ one day prior to report. The caller stated the patient went out, drove, shot pool and fell down and broke two of their ribs, their femur bone and their shoulder on their ¿good arm¿ that the ins therapy was helping. The caller stated that the day prior to report was the first day the patient had the therapy turned on. The caller stated they thought the fall was related to the ins therapy. The patient also thought the ins may have caused the fall. The caller stated the patient felt like they were ¿going downhill real fast¿ and they tripped and fell even though the street was level. The caller also stated the patient had a ¿bad¿ knee and was also taking antibiotics for a problem with infection for their wrist. It was confirmed that the knee and wrist problems existed prior to the ins implant. The caller stated that the patient was currently in the hospital and in ¿bad shape.¿ the caller also stated they turned the patient¿s stimulation off in case they needed to have an x-ray or other diagnostics taken. The caller was redirected to the patient¿s hcp. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient was convinced the implantable neurostimulator (ins) caused the fall. It was noted that the healthcare professional (hcp) disagreed. It was noted that the target was the ventrointermediate nucleus (vim) and dizziness was typically not a side effect of vim stimulation. The patient was ambulatory but still recovering. It was noted that the ins remained off since the fall and both parties agreed that stimulation would remain off during recovery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0a6qh, implanted: (B)(6) 2013, product type: lead. (B)(4).